Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment and stent embolization occurred. The target lesion was located in the left anterior descending artery. After pre-dilatation was performed with 2.0mm and 3.00mm balloon catheters, a 3.00 x 38 synergy stent was advanced but got caught in the lesion. Upon removal, the stent came off the balloon and embolized. Subsequently,a different guide catheter and a snare was used to pull out the undeployed stent in one piece. The vessel was open and procedure was ended. No further patient complications were reported.